Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The pt's blood was recirculated while temporarily disconnected from treatment. Arterial and venous air alarms occurred upon reconnection of the pt and start of treatment. Attempts to remove the air were unsuccessful. Treatment was discontinued due to the amount of time spent troubleshooting, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
This is no evidence of a device malfunction. The reported blood loss is attributed to air in the extracorporeal blood circuit. Air was most likely introduced by the operator when reconnecting the pt. The user's guide contains adequate instructions for temporary pt disconnect and restarting the treatment. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.